Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, after the commander delivery system was advanced about 3 inches into the esheath+, the push force became high. The team was able to force the valve forward and then went through the rest of the sheath and into the descending aorta. The valve was loaded onto the balloon without issue. It was then noted that a stent strut appeared to be bent backwards. The team discussed the options and it was decided to advance the valve. The delivery system was able to cross the native valve without issue. The s3u valve was then deployed under rapid right ventricle pacing and had a successful 90:10 aortic/ventricular deployment. There was no paravalvular leak, and the mean gradient was 5. Valve appeared fully expanded. The commander delivery system was removed. The esheath+ was then removed. Upon visual inspection of the esheath+ it appeared normal. The esheath+ was flushed and there was one small area where fluid appeared to exit the system . The patient left room in stable condition with no patient injury reported.

Manufacturer narrative:
The device was not returned. An image evaluation was performed on imagery provided and the following was observed: patient's right access vessel had present of calcification. One (1) strut bent outward greater than 90 degrees at the inflow side. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on provided imagery. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "after the commander delivery system was advanced about 3 inches the push force became high. The team was able to force the valve forward and then went through the rest of the sheath and into the descending aorta. The valve was loaded onto the balloon without issue. It was then noted that a stent strut appeared to be bent". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the transcatheter heart valve (thv)/commander delivery system", and "do not over-manipulate the sheath at any time". Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. Per the case note, "how steep was the insertion angle? It was a vertical stick". The presence of calcification, tortuosity and step insertion can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve stuck inside the housing and strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU/training inadequacies were identified. A product risk assessment has previously been initiated to capture the product risk assessment, and a has been initiated to capture further investigation and corrective/preventive action activities.